Event description:
A malleable device was implanted, date and detail not provided. On 4/19/97 the entire device was removed from the pt and replaced. The pt complained that "they had implanted a very short device and that it was migrating within the corpora with an sst deformity."